Event description:
The following has been reported: air detector kit. On 2024-02-12 nir: updated pump to 2.2f software. Air detector failed after software update. No air detector kits in stock, waiting on replacement parts from fk2024-06-03 nir: replaced air detector kit. Communication issue with agilia partner, wilhelm advised of possible cache issue with agilia software and to attempt pump again after successfully completing another pump to clear cache.2024-07-04 nir: pump tests successfully without issue.upgraded software to new version 2.2f pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.